Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the cause of the burns on the distal end and c-cover was the use of a high-energy treatment tool (high frequency) without ensuring a sufficient distance from the tip. Additionally, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had burns on the distal end and c-cover. There was no patient involvement.